Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was torn. Functional testing was performed and confirmed the reported problem. The values cannot be changed due to a custom security code. Also found that the pump records error code 46446, which points to a faulty printed wire assembly (pwa). The software was reuploaded, the dso seal and pwa were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a problem with parameter changes. There was unknown patient involvement. The device evaluation found a torn downstream occlusion seal.